Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read as ¿high¿ on the cgm. Reportedly, the customer had been using the same cartridge for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge is indicated for use with the mobi pump for 3 days. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin administration.